Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the adc sensor scan when compared to unspecified readings obtained on a competitor brand device. As a result, customer was unable to self-treat and presented at the hospital experiencing confusion, fatigue, and "dry mouth," and was administered an unspecified IV for treatment. A laboratory reading of 121 mg/dl was also reported, however, it is unknown when it was taken in relation to the reported treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.